Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 19.0 diopter lens was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient experienced decreased visual acuity. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model and diopter. Reportedly, the patient is doing good. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes returned to manufacturer on: 09/24/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at microscope magnification was performed and showed the lens was observed cut in three pieces which could be related to the explant process. The reported issue could not be verified. Due to the condition in which the sample was received it is not possible to determine that the reported issue is related to the manufacturing process. Based on the analysis there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that a complaint was received from this production order, but is not related to this event and there is no increase in trend. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.